Manufacturer narrative:
H10 additional information: consumer reported a tampon fell apart leaving pieces inside her vaginal cavity. She was able to remove the remaining pledget pieces and did not seek medical attention. She did not experience any adverse health effects. D1: brand name. D3: manufacturer. D4: lot number, unique identifier (UDI) number. E1: reporter name and address. G1: contact office - manufacturing site. G3: date received by manufacturer. G4: 510(k) number. G6: follow-up 1. H2: follow-up type. H6: impact, clinical, type of investigation, investigation findings, investigation conclusions codes. H10 additional narrative: records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via e-mail that an unspecified amount of tampons fell apart inside her vaginal cavity upon removal. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.